Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after 6 months of support, the hosp made a decision to exchange the pt's lvad due to pump power decrease and suspected thrombus in the pump. The lvad was successfully exchanged and the pt remains ongoing without any further issue reported.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.